Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this driver serial number and failure mode. The sample was not returned to the service and repair site. The investigation is inconclusive for self-activation, as the sample was not available for functional evaluation and no objective evidence was provided for review. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Event description:
It was reported that during a biopsy, the device allegedly self-activated after the second priming. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records was performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy, the device allegedly self-activated after the second priming. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.